Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure the 8mm medium ¿ large clip applier instrument fastened three clips correctly, but did not want to close the fourth one. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the the clip applier jaws were movable at every stage of the clipping process. It closed the clip, but after that operation, it would not release the clip on one side, while on the other side it did release it. There was no unexpected movement. The issue was not related to unexpected motion of clip applier while attempting to clip.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was returned in damaged condition with 2 severely bent grips/jaws, causing misalignment of the grip-tips. There was a 1.35mm bending at the tips. The grips were not found to have cracking damage. Due to the physical damage of severely bent grips/jaws, the instrument cannot be properly tested for the reported clip application issue.